Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that there was an inability to introduce the lead through the implantable pulse generator (ipg) despite attempts with the screw removed partially. The surgeon decided to use another ipg. The issue was resolved at the time of the report. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found there was difficulty encountered when attempting to insert a known good lead into the connector port. Several of the weld pools on the connectors of the lead would get stuck on the edge of the #0 connector of the ins, depending on the orientation of the lead. The channel of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
(B)(4).